Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type ii endoleak from the inferior mesenteric artery, a suspect type iiib endoleak, and an aneurysm enlargement of 1cm. The patient was reportedly in stable condition. The physician elected to explant the afx devices on an unknown date. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment confirming that a type ia endoleak was also present at the time of the reported event.

Manufacturer narrative:
A limited evaluation of the returned device was completed. The reported adverse event is consistent with the characteristics of an existing or prior complaint/root cause investigation. The root cause is well documented within the endologix quality management system (qms). A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type iiib endoleak of the bifurcated device. This is consistent with the reported adverse event/incident. However, the aneurysm sac growth is unconfirmed due to a lack of the medical images. The clinical evaluation also shows reasonable evidence to suggest a type ia endoleak occurred that was not included in the event as reported. This finding was discovered during an examination of the 60-month post implant CT (computed tomography) scan. The event is most likely device-related due to the use of strata material; while the contributing factors for the type ia endoleak could not be determined, the sac growth is most likely due to the type iiib and type ia endoleaks, and the type iiib endoleak is most likely due to strata. Procedure-related harms of this event could not be determined. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections to h3, h6: h3; remove data h6 device code; remove 3190 h6 method code; remove 4114 h6 result code; remove 3233 h6 conclusion code; remove 11.

Manufacturer narrative:
The devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type ii endoleak from the inferior mesenteric artery, a suspect type iiib endoleak, and an aneurysm enlargement of 1cm. The patient was reportedly in stable condition. The physician elected to explant the afx devices on an unknown date. As of date, there have been no additional patient sequelae reported.